Event description:
According to the reporter, the patient had an inguinal hernia repair using a mesh on 2016 and endured multiple complications. It was noted that these complications have progressively worsened, leading to a severe decline in health and a state of medical emergency. Since (B)(6) 2017, the patient has experienced chronic pain, a "rip" sensation, indentation, and the protrusion of intestines through the mesh. This has led to severe malnutrition, evidenced by a diet primarily consisting of milk and yogurt, and significant weight loss. The patient also suffered from leg mobility issues and a diagnosed hiatal hernia, contributing to persistent vomiting. The patient also has suffered from recurrent infections, including colon, ear, and sinus infections. Sores have appeared on the hands, spreading to the face, back, groin, and armpits, from which "thin threads with barbs" resembling the mesh material have emerged. An echocardiogram revealed "threads with barbs" moving with the heartbeat, strongly suggesting the migration of mesh fragments into the bloodstream. This finding was accompanied by a warning from medical professionals that it was "too late," yet no specific intervention was provided. Recent imaging studies confirmed severe internal issues. Computerized tomography (CT) of the abdomen/pelvis revealed jejunal dilatation, rectosigmoid inflammation, and bladder wall thickening (likely cystitis), indicative of mesh migration, adhesions, or human immunodeficiency virus (hiv) related enteropathy. Ultrasound of the abdomen completed showed significant fatty infiltration of the liver, suggesting non-alcoholic fatty liver disease (nafld) potentially linked to malnutrition, prediabetes, or hiv-related liver dysfunction. A contracted gallbladder was also noted, indicating chronic dysfunction and necessitating further evaluation (hepatobiliary scan and gallbladder ejection fraction). Ultrasound of the scrotum indicated an enlarged vas deferens and mild hydrocele, consistent with mesh-induced inflammation or nerve entrapment. A magnetic resonance imaging (MRI) of the lumbar spine identified an l5-s1 disc protrusion (3 mm) contacting s1 nerve roots, causing sciatica ("left lower chimney sciatica"), along with multilevel facet arthropathy and straightened lumbar lordosis/levocurvature. These findings contributed significantly to leg mobility issues and chronic back pain. A CT of the chest detected pulmonary nodules (5 x 12 mm, 10 x 6 mm), which required urgent follow-up due to their potential infectious or malignant nature.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.